Event description:
Patient was receiving routine insulin injection from staff rn. Rn was using novolog flexpen. Injector tip (needle) broke off in patient's skin. Needle could not be retrieved without surgical intervention. Diagnosis: diabetic.